Manufacturer narrative:
The returned delivery system was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device revealed during functional testing a fine jet of water distal to the distal x-ray marker. The microscopic analysis of the balloon surface showed a microscopic leakage and scratches on the balloon surface nearby the damage site review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The damage of the balloon surface is most likely related to the patients anatomy.

Event description:
The pantera leo balloon catheter was selected for post-dilatation. During the attempt to inflate it for the second time the balloon ruptured at 20 atm. Therefore it was replaced and the procedure was finished with another device.